Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was shocked, possibly inappropriately for supraventricular tachycardia (svt) with aberrant conduction. Technical services (ts) reviewed the episode noting 1 shock with t wave oversensing and a fast rate along with shorter qrs complexes that had p waves before it. Ts was unable to determine if this was non-sustained ventricular tachycardia (nsvt) with breaks in rhythm or svt. Ts recommended this patient being evaluated with their physician. This s-ICD remains in service. No adverse patient effects were reported.